Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval, will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a robotic laparoscopic myomectomy in 2009. During the procedure, the hand piece stopped working two thirds of the way through the procedure. It appeared that the motor was gradually dying until is stopped completely. The fibroid was manually removed with no adverse pt consequences.